Event description:
A doctor alleged that four (4) patients had experienced sensitivity after light curing the composite with demi plus. This is the second of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to age, gender and weight was not provided by the office. The doctor re-cured the restoration using a different light, without further incident. To date, the patient is doing fine. A device evaluation is anticipated but has not yet begun.